Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower ER triage was changed to cathlab procedure. Profile mode needs to be unchecked on the device server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.